Manufacturer narrative:
Following the submission of the initial MDR, it was determined that the reported event was not reportable to the FDA as it is not likely to cause or contribute to serious injury or death. If we receive any information that changes this decision, another follow up MDR will be submitted.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
50ml syringe ¿ paper trapped in syringe wrapper bn:2401064 30ml syringe ¿ unknown particle in syringe bn:2404008